Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and "bad tummy ache". The cause and treatment for the event were not reported. The patient was hospitalized due to the event. At the time of this report, the patient outcome was unknown. It was reported that pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
Additional information added to b5: upon follow up, it was reported that the patient experienced peritoneal cloudy effluent and abdominal pain (previously reported as peritonitis). Should additional relevant information become available, a supplemental report will be submitted.